Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screwdriver is broken. There wasn¿t any impact on the procedure, the operation was finished successfully this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation shows that the screwdriver tip is broken off. Missing part of the tip was not returned for investigation. Investigation of documentation for manufacturing and material shows that instrument was produced in 2010 to print specification. No failure in material or manufacturing could be detected. Afterwards without additional details it is unfortunately not possible to determine the exact cause of this damage. It is likely that high mechanical force has been performed while using the screwdriver. This could have caused a material fatigue which could lead into the reported damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.